Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm for the third time. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021, the customer reported a pump error 38. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: missing display window cover. Device passed displacement, prime/seating, basic occlusion, force sensor, occlusion tests. However, during rewind, the motor intermittently made a noticeable screeching sound. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any pump error 38 that may have occurred around the event date. The adapt tool confirms that many pump error 38 occurred on (B)(6) 2021 at 00:01:00, 00:11:00, 05:27:29, 05:28:03 to name just a few. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. Although the gearbox was able to be turned, it often ran into some friction unexpectedly and didn't turn as smoothly as it should. The motor was tested outside the device, and it was able to pass; however, the motor did emit a distinctive screeching sound during rewind. In summary, the customer¿s report of a pump error 38 was not confirmed during testing; however, the motor did give off an annoying noise during rewind. This is due to a gearbox that didn't turn as smoothly as it should. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.